Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/ lower abdomen'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 20227511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and pelvic pain. Current weight: 250 lbs. Concurrent conditions included uterine fibroid, dyspareunia, dysfunctional uterine bleeding, chronic cervicitis and adenomyosis. Concomitant products included quetiapine fumarate (seroquel) since 2009 and sertraline hydrochloride (zoloft) since 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue") and migraine ("migraines/headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and uterine pain ("pain/ uterus") and was found to have weight increased ("weight gain / loss specify which one: gain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes describe"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (ablation and total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, genital haemorrhage, uterine pain, dysmenorrhoea, fatigue, migraine and hormone level abnormal had resolved and the weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2016 given initially, but in current pfs (B)(6) 2011 was given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2013: hysterectomy specimen. - chronic cervicitis - secretory phase endometrium - focal adenomyosis. Ultrasound scan vagina - on (B)(6) 2013: there is an anterior right subserosal uterine fibroid measuring 2.1 x 1.6 x 1.4 cm and a left anterior subserosal fibroid measuring 3.7 x 3.1 x 2 cm.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, fatigue quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/ lower abdomen'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 20227511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and pelvic pain. Current weight: 250 lbs. Concurrent conditions included uterine fibroid, dyspareunia, dysfunctional uterine bleeding, chronic cervicitis and adenomyosis. Concomitant products included quetiapine fumarate (seroquel) since 2009 and sertraline hydrochloride (zoloft) since 2008. On 1-jan-2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue") and migraine ("migraines/headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and uterine pain ("pain/ uterus") and was found to have weight increased ("weight gain / loss specify which one: gain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes describe"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (ablation and total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, genital haemorrhage, uterine pain, dysmenorrhoea, fatigue, migraine and hormone level abnormal had resolved and the weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2016 given initially, but in current pfs 01jan2011 was given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2013: hysterectomy specimen. Chronic cervicitis, secretory phase endometrium, focal adenomyosis. Ultrasound scan vagina - on (B)(6) 2013: there is an anterior right subserosal uterine fibroid measuring 2.1 x 1.6 x 1.4 cm and a left anterior subserosal fibroid measuring 3.7 x 3.1 x 2 cm. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, fatigue. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs & mr received. Lot number and events onset date were added. Injury nos was replaced with new events- lower abdominal pain, uterine pain, menorrhagia, vaginal bleeding, genital bleeding, hormonal changes, dysmenorrhea; fatigue, migraines, weight gain. Added outcome of events- cramping, heavy bleeding, fatigue, hormonal changes, migraines, pain to recovered/resolved. Reporters, patients dob, demographics, medical history, concomitant condition and drugs were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.